Event description:
It was reported that during a liver resection procedure, the device would not release from the tissue. It is unknown how the device was removed and it is unknown if there was any tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.